Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant's experience of a fragmented cannula tip. Based on the description of the event, it is likely the reported event was caused by an instrument or object that came in contact with the cannula tip during the procedure. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. Applied medical continuously seeks to improve the form, function and ease of use of its products. As part of this process, applied medical is currently researching possible process enhancements intended to further minimize the potential for this type of event to occur.

Event description:
Procedure performed: laparoscopic total hysterectomy event description: during laparoscopic total hysterectomy with robotic assist, patient was in deep trendelenburg position. As the robotic instruments were introduced into the abdomen, a crack was noted in the camera trochar. It was noticed due to hissing from leaking co2. Surgeon recovered the broken piece and the trocar was removed. A new camera trocar was then used. No injury to pt. Additional information received via email on 06feb2019 from risk management data specialist: "date of the event was (B)(6) 2018 ¿ I have added to the report and attached again. Patient status - no injury due to event. The fracture occurred at the tip. Trocar sites outlined in patient¿s abdomen, incisions were made with scalpel. The supra-umbilical 10/12 mm trocar was placed under direct laparoscopic visualization. Atraumatic entry was confirmed. Pneumoperitoneum was obtained. Three additional robotic trocars and one accessory trocar were placed under direct laparoscopic visualization. One robotic trocar was placed on the right and two on the left and the accessory trocar was placed at the left costal margin. As the robotic instruments were introduced into the abdomen, a crack was noted in the camera trocar. This trocar was removed and a new camera trocar was placed. The cracked piece was retrieved." Patient status: no injury to the patient.

Manufacturer narrative:
The event unit has been returned to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: laparoscopic total hysterectomy. Event description: during laparoscopic total hysterectomy with robotic assist, patient was in deep trendelenburg position. As the robotic instruments were introduced into the abdomen, a crack was noted in the camera trochar. It was noticed due to hissing from leaking co2. Surgeon recovered the broken piece and the trocar was removed. A new camera trocar was then used. No injury to pt. Additional information received via email on 02/06/2019 from risk management data specialist: "date of the event was (B)(6) 2018 ¿ I have added to the report and attached again. Patient status - no injury due to event. The fracture occurred at the tip. Trocar sites outlined in patient¿s abdomen, incisions were made with scalpel. The supra-umbilical 10/12 mm trocar was placed under direct laparoscopic visualization. Atraumatic entry was confirmed. Pneumoperitoneum was obtained. Three additional robotic trocars and one accessory trocar were placed under direct laparoscopic visualization. One robotic trocar was placed on the right and two on the left and the accessory trocar was placed at the left costal margin. As the robotic instruments were introduced into the abdomen, a crack was noted in the camera trocar. This trocar was removed and a new camera trocar was placed. The cracked piece was retrieved." Patient status: no injury to the patient.